Event description:
On may 15, 1992, a patient underwent a colectomy. A proximate linear cutter was used initially without incident. A reloader unit was then used. This unit did not expel all the staples. Approximately 50% of the staples were expelled. This was discovered immediately. There was some fecal contamination of the surgical field as a result of this equipment malfunction. This was immediately contained and the pelvis was irrigated. The bowel was closed without further incident.the patient had no complications from this incident.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.